Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known adherent risk to the procedure and is listed in the IFU as a possible complication. Based on the information provided, at this time no conclusion can be made as to why the fixation became "untacked" which reportedly caused the hernia recurrence. Additionally, the degree to which the mesh implant may have contributed to the alleged recurrence is unknown. The user facility has indicated that the sample is available for return, however would like permission from the patient before returning the sample. If the sample is returned for evaluation or if additional information is obtained, a supplemental MDR will be sent.

Event description:
The following was reported to davol via maude event report mw5042809: "apparent failure of surgically implanted abdominal mesh, mesh untacked from hernia resulting in 4 inch defect. Patient with recurrent hernia required non-emergent surgical intervention." Per follow up with complainant: during the implant procedure the mesh was fixated with tacks (unknown manufacturer). As reported the patient did not experienced any trauma or injury to the area of the repair. Approximately, seven years post implant the patient developed pain and nausea. One year later the patient was diagnosed with the recurrence and underwent revision surgery.